Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature received entitled: "observations on retrieved humeral polyethylene components from reverse total shoulder arthroplasty", published in j shoulder elbow surg (2010) 19, 1003-1012. The authors study sought to evaluate fourteen humeral polyethylene articulation components which were retrieved from revision surgery. Each polyethylene was analyzed for 9 modes of damage in each of 4 quadrants into which the bearing surface was divided. For each implant, the most recent radiographs before removal were scored using an adapted radiolucency score, and glenosphere positioning was measured. Of these fourteen components, 9 were manufactured by depuy. Of these shoulders, the following results were obtained: four depuy reverse shoulders were revised due to dislocation/instability of the reverse total shoulder prosthesis, with ensuing component revision of the humeral cup and the glenosphere (no additional information was provided). Five depuy reverse shoulders were revised due to infection, with ensuing explantation of the reverse total shoulder implants, and placement of an antibiotic spacer for treatment (no additional information was provided). With respect to the analysis of humeral cup polyethylene wear damage types, the quantity of each humeral cup affected was not broken down by specific manufacturer. The damage types that were identified during analysis of the revised depuy humeral cups are: damage type. Scratching. Abrasion. Embedded third body. Pitting. Burnishing. Surface deformation. Fracture. Wear-through. Scapular notching was demonstrated in 59% of the pre-revision radiographs available for depuy components. The severity of notching was not provided. Pre-revision glenoid construct lucencies (superior, inferior, central column and screws) were present in 85% of the total cases (11 of 13 shoulders reviewed-both manufacturers). Pre-revision humeral radiolucencies were appreciated in 69% of the total cases (9 of 13 shoulders reviewed-both manufacturers) available for review. It was noted though, that despite evidence of scapular notching, glenoid construct and humeral lucency, there were no cases of implant loosening identified during the revision surgeries.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.